Event description:
In 2007, the pt experienced a loss of efficacy unrelated to stimulation therapy. She reports shocking/jolting sensation when stim is on. The symptoms started 5 months previous. At approximately 20 days later, the pt underwent a lead revision. The manufacturer rep confirmed impedences were normal; lead 2 was mangled as the physician tried to move the lead. The section that was removed was destroyed by the physician because of the condition of the lead.